Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the crani-attachment device had a bent guard. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown, however, it was noted that the event did occur in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device manufacture date was documented as jan 24, 2014. It has been updated as jan 27, 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device had a bent guard was confirmed. An assessment was performed on the device which found that the device had a bent and drilled neuro tip. It was determined that this was due to failure to follow the directions for use. It was determined that the burr device was improperly loaded into the device and then installed onto the motor device. Therefore, the burr device did not seat properly in the locking chamber. It was determined that the device was then forced into position which placed the distal tip of the burr device in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the device. It was determined that when the drill was started, the burr drilled into or through the neuro tip. The assignable root cause of the component damage was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.